Event description:
It was reported that there was no sensing in the atrium and the reporter also thought there was no capture. Sensitivity was reprogrammed and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2012. (B)(4).